Event description:
It was reported that the patients ipg had 2 high impedances and was difficult to charge. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg had 2 high impedances and was difficult to charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. Additional information was received that the explanted ipg was not returned to bsn as it was kept by the medical facility.